Event description:
It was reported that a pt received reddish skin from treatment with an ohmeda phototherapy spotlight. Numerous inquiries by distributor failed to get any additional information re: this adverse event.